Manufacturer narrative:
The fse replaced the power management pcba to address the reported problem. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: n/a .

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the touch screen is not responding and touch screen calibration failed. The customer reported there was no patient involvement.